Event description:
It was reported that an interlink retractable t-connection extension set leaked. The malfunction occurred during blood collection in the neonatal intensive care unit. The set leaked from the injection site hub when a non-baxter blood transfer device was being inserted into the devices t-connection injection site. The leaking stopped when the user "withdrew the device." The amount of blood loss is unknown. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample will not be available for evaluation; however, the customer has provided a photograph of the defective sample for evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.